Event description:
Customer reported hospitalization due to high blood glucose readings of over 500 mg/dl. Customer stated that he had pneumonia and went to the hospital after bolusing repeatedly and not having his blood glucose levels go down. Customer also had a bent cannula. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.